Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08670 inches. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized in intensive care unit due to diabetic ketoacidosis as well as hyperglycemia on (B)(6) 2018 with blood glucose level 447 mg/dl in hospital, 320 mg/dl at the time of incident and the current blood glucose level was 420 mg/dl. The customer was assisted with troubleshooting. The customer was treated with intravenous and insulin drip at hospital and shot for high blood glucose level. The customer stated that the symptoms related to high blood glucose such as nausea and vomiting. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The device will be returned for analysis.